Event description:
It was reported that the user experienced elevated glucose readings following a recent steroid injection and received alerts indicating low insulin in the ilet system; during the call, the agent guided a supply change and the user successfully replaced and filled a new insulin cartridge, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after restoring insulin delivery. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed that insulin supply in the cartridge had become low, prompting alerts, and that replacing and filling the cartridge restored normal delivery. It was concluded that the device functioned as designed and that the event was consistent with hyperglycemia of unclear cause in the context of steroid use and temporary low insulin supply. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.